Event description:
The following information was reported by the customer's attorney: customer used a medtronic minimed paradigm "lot 8" quick-set infusion set, resulting in extreme highs and lows in her blood sugar which allegedly caused injuries and complications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.